Event description:
It was reported the patient experienced no stimulation sensation and a shock down her leg on the weekend when the stimulation stopped working. Impedance readings were >4000 ohms. An x-ray of the system was done. No results were reported, however, the patient was scheduled for a revision in the next few weeks. Additional information has been requested.

Manufacturer narrative:
(B)(4). The extension was returned for analysis. Analysis results were not available at the time of this report. A follow -up report will be sent when analysis is completed.

Event description:
It was reported impedances were greater than 40,000 ohms. The patient returned to surgery during surgery, the hcp found a break in the extension. The extension was replaced. Post surgery, impedances were normal. The patient felt stimulation. No patient injury was reported.

Manufacturer narrative:
(B)(4). Final device analysis of the extension revealed all conductors were broken 11.5 cm from the proximal end.

Event description:
Additional information: prior to extension replacement, the patient experienced inadequate pain relief, difficulty walking, and paresthesias in leg and great toe which gradually worsened. The pain was reported to be moderate to severe. The pain radiated to the left leg. The pain was described to be located in the sacral area and left hip. The pain was characterized as a burning/aching sensation. The symptoms were relieved by nothing and were aggravated by activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative reported that the patient had about 1 year of relief before the issues with their device started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.